Manufacturer narrative:
The returned device was evaluated and performed as designed. No kink or bend was observed in the cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg (blood glucose) was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the customer's blood glucose reached 365mg/dl while wearing the pod on his arm for between 4 and 24 hours. She stated that the cannula looked a little bent when the pod was removed. Treatment included giving corrections, water, and more insulin. The patient's blood glucose history is as follows: (B)(6).